Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed

Event description:
It was reported to philips that the device's 200j output is "low" there was no patient involvement.